Event description:
Rptr's husband has had two revision surgeries, one due to bone loss and excessive wear and one due to three joint dislocations due to a broken acetabular liner. The first revision was on 5-4-98 and the second revision was on 6-22-98. The pt also had these other hospitalizations as a result of falls due to dislocations. The problem was that due to the titanium covering on the liner the break did not show up on x-rays. During the last surgery it was discovered that the pt's gluteus medius muscle had been torn by the dislocated, broken liner and required extensive surgery. Rptr's main concern in reporting is that if these devices are of poor quality she does not believe medicare should have to cover the costs of all these procedures.